Event description:
Per the customer at the last part of a procedure a problem occurred where the necessary scans to verify instrumentation location were not able to be obtained. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per the customer at the last part of a procedure a problem occurred where the necessary scans to verify instrumentation location were not able to be obtained. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.